Event description:
The pt has a gaping wound caused by the hub of the neck strap. This was diservered after five days of using the tube. The wound required special treatment and special treatment and the pt continued using the tube.